Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 19, 2023.

Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to no connection with the internal device and the patient was reimplanted with another cochlear device during the same surgery.